Manufacturer narrative:
The three additional proglide devices with the same issue referenced are filed under separate medwatch report numbers. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in a vessel was attempted with four proglide devices, using the pre-close technique, prior to a procedure. Reportedly, the knots were not in the tissue, they were outside, on all four proglide devices. The sutures of four new proglide devices from a different lot number were successfully preplaced and used after the procedure to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to filing of the initial report additional information was received. The procedure was an interventional abdominal aortic aneurysm procedure. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported malposition/failure to deploy the suture was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.